Event description:
Healthcare professional (hcp) reported a patient became hypotensive and fainted after treatment using the meridian hemodialysis device. Follow up with the hcp reveals the patient was unresponsive with a decreased blood pressure and respiratory rate. Respiratory CPR was initiated and saline was administered intraperitoneally. The hcp relates that the patient was alert and oriented after 2 to 3 minutes, however, as the physician suspected an arrythmia may have occurred, the patient was transported to the hospital. According to the hcp, there were no difficulties encountered during the hemodialysis treatment prior to the incident. The hcp relates that the patient remained hospitalized as of 7/2001 for additional cardiac related testing.